Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the emergency room (ER) with presyncope, and it was suspected that the patient was now pacer dependent. Upon review, there was intermittent crosstalk oversensing of right atrial (ra) signals on right ventricular (rv) channel, and most of the time there was biventricular (biv) pacing. On telemetry, only p-waves were visible and there was no sign of biv pacing. Sensitivity was adjusted. There were high capture threshold measurements recorded on the right ventricular automatic threshold (rvat) test, left ventricular automatic threshold (lvat) test, and right atrial automatic threshold (raat) test. It was suspected that the observed threshold measurements were likely attributed to a threshold test or a rhythmid template forming. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This crt-d remains in service. No adverse patient effects were reported.